Event description:
It was reported that a physician using a starclose se device achieved arteriotomy closure of the common femoral artery after an unspecified artery. Reportedly, the thumb advancer was deployed and hemostasis was achieved, but the device was difficult to remove. Counter traction was used to remove the device from the patient anatomy. After removal, it was noticed that the tip of the clip delivery tube was "mangled". There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned complaint device as received did not match the stated experience. Evaluation of the returned device found it was partially deployed with the clip still loaded on the carrier tube. The thumb advancer and delivery tube were distally deployed with full sheath splitting. The thumb advancer was retracted and the device removed via the use of the dilator access port function. However, the safety release button function had not been activated to allow the vessel locator to retract prior to device removal from the anatomy. Inspection of the internal components determined shaft carving had taken place during the initial thumb advancer and delivery tube deployment resulting in a damaged sheath and distal end of the clip delivery tube. The detected shaft carving and its resulting device component damage is consistent with a failure to maintain the alignment of the clip delivery components while the thumb advancer is distally deployed. This results in the distal end of the delivery tube carving into the shaft's outer nylon material and exchange sheath, damaging the clip delivery tube in the process. Based on the investigation findings, the root cause is related to the operational context in which the device was used. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.